Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. Advised the customer to revert to back up plan. During the call the customer also reported being hospitalized due to high blood glucose of over 600mg/dl. The customer stated that the insulin pump was alarming no delivery prior to her admission. The customer's most recent glucose reading was 124mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.